Event description:
Initial info received from a consumer on (B)(4) 2010: a (B)(6) old female initiated treatment with injectable poly-l-lactic acid (sculptra aesthetic) [lot # and expiration date unk] receiving one vial that was injected into her face on (B)(6) 2010. She reported that she had "every side effect". On (B)(6) 2010, her face was dry and red. She was told to push the injectable poly-l-lactic acid around by using mineral wax/paraffin, liquid/petrolatum/wool alcohols (aquaphor). By that night, she experienced burning and itching skin that felt like gritty sand. She was still miserable. The physician told her to take 4 prednisone and then another 4 prednisone the next day in addition to diphenhydramine hydrochloride (benadryl). At the time of this report, she was still suffering and thought that she had an allergic reaction. In the past, she was allergic to collagen, but had taken hyaluronic acid (restylane) and botulinum toxin type a (botox) just fine. She is scheduled to have another session with 2 vials of injectable poly-l-lactic acid in 3 weeks, but thinks that she will not do it. No further relevant info reported.